Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis revealed that insufficient medical adhesive inside the ventricular septum cavity caused the ventricular septum plug to separate from the device.

Event description:
It was reported that during the implant procedure, the pulse generator's septum would not adhere to the device. The device was replaced.